Event description:
The customer reported that the system showed signs of continuing to emit x-rays when the x-ray switch was released. This malfunction may have resulted in a possible aro. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated, the power supply was adjusted, and the x-ray switch was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.